Manufacturer narrative:
(B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely elevated magnesium when processing on the architect c16000 analyzer. (B)(6) initially generated elevated magnesium of 2.64 mmol/l but repeated of 0.51 mmol/l after replacement of parts on the architect c16000 analyzer. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) observed that the cuvette wash bellows was leaking and replaced the bellows set, including rod and fitting. The poppet valves were also replaced proactively at that time. A precision run was then performed using quality control (qc) material. The result of the precision testing was good and the qc recovered in range. No additional discrepant results were reported on (B)(4) after the parts were replaced. The fsr designated the bellows set as the likely cause for the issue. An instrument service history review revealed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. A review of historical data for the parts associated with this complaint revealed no adverse trend associated with the bellows set, including rod and fitting. The architect system operations manual and the architect c16000 service and support manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results. Including, but not limited to, the troubleshooting performed by the field service representative (replacement of the bellows set). A systemic issue and/or product deficiency was not identified.